Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined. If additional information or if a device later becomes available, supplemental vigilance report(s) will be submitted at that time.

Event description:
The complaint/event involved a primary plum set, 15 micron filter in sight chamber, clave secondary port, 0.2 micron filter, clave y-site, polyethylene lined tubing, secure lock, 272 cm. The line was reported to be leaking from the corner of the filter, sometimes quite significantly, during delivery of fluids and/or medication to a patient. The medication used with the product is chemotherapy and the device was in use for an unspecified amount of minutes. The product was not reprocessed or re-sterilized prior to use. The other product involved at the time of event was ICU medical¿s plum set with list number 011-cl3020. There were no visible holes, cuts, tears, or defects. There was drug exposure to the patient, the spill was contained with personal protective equipment (ppe). There was no patient/healthcare provider's impact. The chemo spill cleaned up per facility protocol, and spill kit was used. Although there was a delay in therapy, no one was harmed as a result of the reported event.